Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 75mm was received for investigation. Multiple short circuits were detected and fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. In addition, fluid was noted within the connector plug, consistent with the short circuits detected. The device did not meet specifications during leak testing due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the fluid noted within connector plug. As a result of this finding, abbott is performing further investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This event is being reported based on the analysis of the returned device.